Manufacturer narrative:
This report is submitted on september 7, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to migration of electrode into middle ear. The patient was re-implanted with a new cochlear device during the same surgery.